Event description:
There was no patient involved in this event. No status indicator.

Manufacturer narrative:
The device records only one manual power up on the (B)(6) 2015. This would suggest the user accessible memory was erased prior to this date. The returned pad-pak was installed and passed a self-test. Investigation was unable to replicate or find any evidence of the reported fault. The device performed to specification throughout testing at heartsine with the status led flashing green. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section h8 of this report.